Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. G2 email is: (B)(4).

Event description:
It was reported that the tubing exhibited a leakage. A tpn mix (lipids, aminosin, dextrose, minerals, vitamins etc.) Was administered to the patient. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.